Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected pump error 43 or other motor, rewind errors and anomalies were noted during testing. After further review, there were signs of previous moisture presence, corrosion, and mold inside the aa battery connector and on the back of the lcd screen.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had insulin pump error alarm. Customer stated that they were able to clear the alarm and not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.